Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd insyte¿ autoguard¿ shielded IV catheter leaked blood. The following information was provided by the initial reporter: these are supposed to be blood control and 6 out of the 50 so far had blood coming out.

Event description:
It was reported that 6 bd insyte¿ autoguard¿ shielded IV catheter leaked blood. The following information was provided by the initial reporter: these are supposed to be blood control and 6 out of the 50 so far had blood coming out.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1710034-2022-00505 was sent in error. The device used was not a bd product. Customer stated in follow up that they ordered the wrong product and mistakenly ordered non bd product that does not work with the bd product. There was no problem associated with the bd product. As a result this MDR is cancelled. This supplemental is to cancel 1710034-2022-00505.